Event description:
Event description cpi received information that this ventricual dexatip lead (4262) was removed from service due to oversensing. The atrial sweet tip lead (4269) was also removed due to a low impedance reading. The leads were replaced with two active fix leads (4269's).